Manufacturer narrative:
Section d with fields d1, d2 and d4 were updated. The customer's meter serial number (B)(6) was provided for investigation where they were tested using retention test strips lot number 60941810 in comparison to the current test strip master lot number 56099380. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 was having a hematocrit level of 43%. Donor 2 was having a hematocrit level of 47%. Testing results: donor 1: master lot: 2.0 inr and retention strips: 2.0 inr. Donor 2: master lot: 2.7 inr and retention strips: 2.7 inr. All inr values were within the specified target ranges. No error messages occurred. The returned customer's material and retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The meter and test strips were requested for investigation. The meter was received for investigation. Relevant retention test strips were measured with the returned meter with a high-level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.8 inr. All inr values were within the specified target ranges. The returned customer material and retention material comply with the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Na.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to another professional coaguchek meter with an unknown serial number. On (B)(6) 2023 the patient had an initial meter result of >8.0 inr and upon re-test using a different finger the meter result was also >8.0 inr while upon testing on a different professional coaguchek meter, the result was 3.2 inr. The result of 3.2 inr was believed to be correct. The test strip lot numbers used for the tests were not provided. The patient's therapeutic range was not provided.